Event description:
It was reported "ver the past 15 days, we are facing recurring problems with leaks and catheters self-expel. The department has not changed its practices. In some cases, the balloon was at fault as could not be inflated to the 10cc required as leaking during inflation. In other cases, despite inflating the balloon to 10cc, there were urinary leakage and/or the foley self-expelled for no reason when patient was coughing, sneezing or during manipulation by the nurse". Additional information states patient's experienced "urinary tract infection. Trauma/lesion due to multiple catheterisations, etc". When the customer was asked about the patient's current condition the customer responded "fine following antibiotic therapy". Please see associated MDR#: 8040412-2025-00033, 8040412-2025-00032.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "ver the past 15 days, we are facing recurring problems with leaks and catheters self-expel. The department has not changed its practices. In some cases, the balloon was at fault as could not be inflated to the 10cc required as leaking during inflation. In other cases, despite inflating the balloon to 10cc, there were urinary leakage and/or the foley self-expelled for no reason when patient was coughing, sneezing or during manipulation by the nurse". Additional infomation states patient's experienced "urinary tract infection. Trauma/lesion due to multiple catheterisations, etc". When the customer was asked about the patient's current condition the customer reponded "fine following antibiotic therapy". Please see associated MDR#: 8040412-2025-00033, 8040412-2025-00032, 8040412-2025-00034.

Manufacturer narrative:
(B)(4). The sample was returned to the manufacturer for evaluation. Visual examination was conducted on the returned samples did not show any defect, material degradation or damage. Returned samples was able to be inflated normally and fully deflated smoothly and no liquid residue was observed left in the catheter balloon. This is meeting the manufacturing released specifications. Further investigation was done by allowing red color water through the drainage channel of the catheter to observe any point of block/leak along the drainage lumen. No block/leak was detected along the drainage lumen and the catheter able to function as per intended use. The device history record for lot 40e24g0783 was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. Based on the investigation conducted on the returned catheters, no sign of blocked, leak or other abnormality was observed within drainage and inflation channel of the catheter. The catheter was able to function as per intended. Therefore, this complaint could not be confirmed.